Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h.6.

Event description:
Patient reported "not ruptured, but it looked like it was almost ruptured" and "getting sick". Later healthcare professional reported "removal with no complaint against the device". This record is for the right side. The device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "not ruptured, but it looked like it was almost ruptured" and "getting sick". This record is for the right side. The device remains implanted.